Event description:
It was reported that the patient underwent a pump pocket revision. The reason for the revision was not reported. The pump contained morphine sulfate. Additional information has been requested from the hcp, but was not available as of the date of this report.